Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection, leak testing and push/pull testing were performed. During the leak testing a leak was identified 45.5 cm below the chamber from a cut in the tubing. It could not be determined how the cut was made. The reported condition will continue to be tracked and trended. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard solution administration set had a leak during setup for priming. The leak was at the bottom of the drip chamber. There was no patient involvement. No additional information is available.